Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, due to the customer turning off the low bg alert, the pump did not notify customer of low bg. The customer drank juice and ate crackers to treat low bg. Reportedly, customer changed low bg alert from off to on.